Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the navigation system displayed that the localizer was not connected. It was reported that the computer to camera cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system was unable to establish communication with the imaging system. The surgeon opted to complete the procedure without the use of the imaging system and opted to complete the procedure with a c-arm. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.